Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the drain was difficult to remove and patient experienced pain. The target lesion was located in the kidney. A flexima¿ apdl was selected for use. During the procedure to remove the flexima¿, it was noted that the drain became very encrusted and difficult to remove. Consequently, the patient experienced pain and there was a risk of kidney damage. The procedure was completed with another of the same device. No further patient complications were reported.